Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial lead was explanted as part of a whole system explanted due to pocket erosion. No additional adverse patient effects were reported.